Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose device after a coronary interventional procedure. The physician was unable to finish the thumb advance stroke when it stuck just short of the finish arrow. The technician hit the safety release button while the physician continued to push on the thumb advancer. The safety release button retracted and the vessel locator wings came out of the vessel. The thumb advancer moved to the finish arrow and the device came out of the patient's body. After removal the physician intentionally fired the clip outside of the body. Hemostasis was achieved with manual compression. No additional information is available.

Manufacturer narrative:
The returned condition of the device is consistent with the reported event. The carved nylon shaft caused the difficulty experienced of the thumb advancer at the last 1/16". Continued force of the thumb advancer also bent the control wire. The damage detected is consistent with an acute angle between the tube set and the nylon shaft during thumb advancement. The root cause for the carving is undetermined. No malfunction was detected. Review of the history record (DHR) for this device did not produce any findings relevant to this investigation.